Event description:
It was reported that during a roux en y procedure, the blade tip broke off. The blade was found outside of the pt. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 12/5/2007. Info is unavailable; device was not returned for evaluation.